Manufacturer narrative:
The device was not returned for analysis. A review of angiographic images taken during the procedure could not identify the alleged stent fracture as no gaps or breaks in the cell architecture could be noted on the lm to lcx deployed stent. Angulation and a constricted section at the lcx bifurcation region could be noted but no visible issues were found with the stent . This constriction was most likely brought upon by the presence of an angulated and calcified lesion which was serially post dilated and seen resolved. Although it is not seen in the media provided it is possible that a dislodgement of the struts could have occurred and been mistaken by the physician for a stent fracture. This dislodgement could have been induced during the serial postdilations or the numerous crossings with other stents and dilation balloons and with the lesion anatomical factors also playing a role. The blockage noted in lad was most likely caused by thrombus, but this was not confirmed by the customer.

Event description:
It was reported that no flow occurred and stent fractured the patient presented for percutaneous coronary transluminal angioplasty procedure of a de novo lesion in the left main to proximal left circumflex artery (lcx). Vascular access was obtained via the femoral artery. The 80% stenosed, 32 x 3.00mm target lesion was located in the mildly tortuous and mildly calcified the lcx . There was a significant bend in the lesion 90 degrees. Following pre-dilatation, a 3.0 x 32mm synergy ii drug-eluting stent advanced to the lesion and significant resistance was encountered during the operation. After the stent was deployed, it was noted that the stent was fractured and flow to the lad artery was completely blocked. The physician immediately did bail out stenting with a 3.50x12mm promus elite from the distal left main to ostial lcx and a 2.25x28mm synergy to the distal lad. The patient status post procedure was stable. It was further reported that the stent was post dilated with a 3.00 x 12mm non-compliant balloon. There were no calcific nodules or thrombus present. In the physician's opinion, the stent fracture might have been caused by high pressure post dilatation.

Event description:
It was reported that no flow occurred and stent fractured. The patient presented for percutaneous coronary transluminal angioplasty procedure of a de novo lesion in the left main to proximal left circumflex artery (lcx). Vascular access was obtained via the femoral artery. The 80% stenosed, 32 x 3.00mm target lesion was located in the mildly tortuous and mildly calcified the lcx . There was a significant bend in the lesion 90 degrees. Following pre-dilatation, a 3.0 x 32mm synergy ii drug-eluting stent advanced to the lesion and significant resistance was encountered during the operation. After the stent was deployed, it was noted that the stent was fractured and flow to the lad artery was completely blocked. The physician immediately did bail out stenting with a 3.50x12mm promus elite from the distal left main to ostial lcx and a 2.25x28mm synergy to the distal lad. The patient status post procedure was stable.